Event description:
Report received of two undocumented incidents of transducer cracks causing fluid leakage and bleed back. It was reported that these incidents occurred where patients were receiving infusions of hyperalimentation and hydration solution. Within several hours after the start of the infusion, it was noted by the clinician that blood was backing up the tubing. Upon further investigation, it was noted that there was a crack in the transducer and IV fluid was leaking out. The administration set was changed and there were no further problems. There were no reported adverse patient effects. Additional information was requested, but no further information was provided.